Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-09005 addresses the first resolution clip device, manufacturer report # 3005099803-2013-09006 addresses the second resolution clip device, manufacturer report # 3005099803-2013-09007 addresses the third resolution clip device, manufacturer report # 3005099803-2013-09050 addresses the fourth resolution clip device, manufacturer report # 3005099803-2013-09051 addresses the fifth resolution clip device, and manufacturer report # 3005099803-2013-09052 addresses the sixth resolution clip device. It was reported to boston scientific corporation on (B)(6) 2013 that six resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, six resolution clip devices grasped and locked onto the tissue. They would not release from the catheter and had to be pulled off the mucosa. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. Reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation found that the clip assembly was fully deployed and not returned. The control wire was separated per design. Based on the condition of the returned device, the reported failure could not be confirmed. Therefore, the most probable root cause could not be determined.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-09005 addresses the first resolution clip device, manufacturer report # 3005099803-2013-09006 addresses the second resolution clip device, manufacturer report # 3005099803-2013-09007 addresses the third resolution clip device, manufacturer report # 3005099803-2013-09050 addresses the fourth resolution clip device, manufacturer report # 3005099803-2013-09051 addresses the fifth resolution clip device, and manufacturer report # 3005099803-2013-09052 addresses the sixth resolution clip device. It was reported to boston scientific corporation on (B)(6) 2013 that six resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, six resolution clip devices grasped and locked onto the tissue. They would not release from the catheter and had to be pulled off the mucosa. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.